Manufacturer narrative:
It was reported to the skytron technical services department on 2/18/2021 that a 215sg model sterilizer experienced a thermal event. It was determined that the thermal event was the result of a short-circuited relay board due to a failure of a solenoid valve. Since 2016, there have been three seperate occurences of service requests due to a fault in the device. At this time the investigation is still underway. The failed solenoid valve and relay board are in the process of being shipped to (B)(4) for evaluation.

Event description:
A 215sg sterilizer model experienced a thermal event as a result of short-circuited relay board due to a solenoid valve failure.